Event description:
It was reported that the patient was experiencing pain at the ipg site. The patient underwent an spinal cord stimulator (scs) explant procedure and was doing well post-operatively. The explanted device components will not be returned as it was kept by the facility.

Manufacturer narrative:
Additional suspect medical device component involved in the event: product family: scs-paddle leads, upn: m365sc8336500, model: sc-8336-50, serial: (B)(4), batch: (B)(4).